Manufacturer narrative:
The exact cause of the event could not be determined because the product was not returned for inspection and insufficient product information was provided for review. Based on the information available at the time of investigation, it is believe no product non-conformities exist. No further investigation is possible at this time. If the product is returned or additional information is provided, the investigation will be re-opened.

Event description:
It was reported that the pin cold welded into distal femoral cutting block upon placement.